Event description:
After using my philips sonicare electric toothbrush, I notice a brown liquid come out of the detachable brush head. I've used sonicare for several years and this has never happened before, but it happened repeatedly with this brush head over three weeks. I no longer use the brush head. It is definitely traceable to the brush head, as the issue moves with the brush head between two electric toothbrush handles, and no other brush heads that I own have the issue. FDA safety report ID# (B)(4).